Manufacturer narrative:
The device was not returned for evaluation therefore no root cause could be determined. No lot number or serial number was provided. Pneumothorax and bleeding are known short-term complications when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature article, 32 consecutive patients were prospectively enrolled to assess the diagnostic yield of electromagnetic navigation bronchoscopy (enb) combined with transbronchial lung cryobiopsy (tblc) and to compare it with standard transbronchial biopsy (tbb) in pulmonary nodules of less than 2 cm in diameter. After insertion of a rigid bronchoscope, a guide sheath was first inserted through a flexible bronchoscope in the segmental bronchus close to the target nodule with the previously described enb technique. In three patients, they were unable to reach the target with the enb. As a consequence, the method was successful in 29 patients. Adverse events consisted in 15 mild or moderate bleedings and one pneumothorax. Bleeding was graded 1 and 2 in, respectively, eleven and four patients. Pneumothorax needing pleural drainage for three days was observed in one patient.